Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11. Livanova manufactures the inspire 6f hollow fiber oxygenator. According to information, the patient was already anesthetized, there was no harm to the patient. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, at the time of starting the valve replacement surgery, a leak in the luer connection of the arterial line of the inspire oxygenator was observed. Medical team elected to change out the oxygenator. There was no report of any patient injury.

Manufacturer narrative:
H11: no information was provided regarding surgical phase of the oxygenator replacement nor on the product changeout duration. Complaints database review revealed no similar events for impacted product lot. No concerning trend was detected for reported failure mode. Based on the available information and on the review of similar events, the most likely root cause of the event was traced back to an inadequate tightening of male luer lock connector of the sampling line by the user. Product instruction for use recommends to verify all connections and secure them prior to starting the procedure in this regard. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.